Event description:
It was reported that during filter placement in the patient with acute left lower extremity deep venous thrombosis, one of the legs of the device was unable to be opened during the release process. It was further reported that a little resistance was felt during advancing the filter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral delivery system kit was received for evaluation. Upon visual evaluation, filter was noted to be partially deployed from the distal end of the storage tube. Upon functional testing, pusher catheter was used to the fully deploy filter from storage tube with no issues and the all limbs were present and uncrossed. Therefore, the investigation is confirmed for the reported failure to advance as filter was mostly exposed from the storage tube and the investigation is inconclusive for the reported activation problem. A definitive root cause for the reported failure to advance and activation problem issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the u.s, but is similar to the denali filter products that are cleared in the u.s. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 10/2024). Device pending return.

Event description:
It was reported that post filter placement in the patient with acute left lower extremity deep venous thrombosis, one of the legs of the vena cava filter was unable to be opened during the release process. It was further reported that a little resistance was felt during advancing the filter. The procedure was completed using another device. There was no reported patient injury.